Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Omsc surmised that a pinhole occurred at the forceps elevator channel and air leaked from the distal end. If additional information becomes available, this report will be supplemented.

Event description:
As a result of the device inspection, the following was found. The device failed a leakage test and there was a leak at the distal end. The metal tube of the bending section was protruded on the outer surface of the bending section rubber. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.